Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that device embolization and death occurred. A left atrial appendage (laa) closure procedure was performed. The laa maximum ostial measurements were 26 mm width x 30 mm depth. The laa was chicken wing type. The transseptal crossing was noted to be ideal. A double curve watchman access system (was) was advanced over a pigtail catheter into the anterior aspect of the laa where 33 mm of depth was confirmed. A 33 mm watchman ® laa closure device & delivery system (wds) device was advanced via the was and deployed too distal with proximal lobe on the posterior side exposed. This was confirmed by transesophageal echocardiogram (tee) and fluoroscopy. A partial recapture was performed to cover the proximal lobe. After the partial recapture, the device was deployed too proximal and a full recapture was done successfully. No effusion identified and the patient remained stable. Depth was re-gained by the pigtail and the was and the second 33 mm wds was prepped. The pigtail was removed and the wds advanced. The closure device was deployed at the ostium with some shoulder on the posterior side. A tug test was done successfully and compression measurements were between 15% and 30% with no leaks in all four tee views. Physician then expressed concern about compression on fluoroscopy. A second tug test was advised where recoil of the device was evident then re-assessment via tee was done which confirmed similar compression measurements of 15% to 30% with no leaks in all four views. All release criteria was satisfied and the closure device was released from the core wire. The next day a transthoracic echocardiogram (tte) revealed the closure device had embolized and was sitting on the mitral valve. The patient was taken to the operating room for surgery. The patient was stable at the time. Tee in the operating room confirmed dislodgment of device. The device was surgically removed and placement of a non-bsc exclusion device was successful. The patient was placed on extracorporeal membrane oxygenation (ECMO) during surgery and the plan was to discontinue ECMO 3 days post- surgery. The patient passed away that day, hours after ECMO was removed. The physician verbalized that the documented cause of death was cardio-pulmonary arrest due to right heart failure and cardiogenic shock.